Manufacturer narrative:
H3: product analysis of the visually, the device was returned in a zip lock bag without other components. There was no damage noted in the construction of the device, and there was no biological or any other contamination. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 15.2 ohms (red), 11.9 ohms (red with white stripe), 24.3 ohms (blue) and 11.4 ohms (blue with white stripe), all within specification. Functionally, the device was connected to nim system (tube was submerged in a saline solution) for electrode check and functional test. The electrode check as well as functional test passed as soon as connected to the system. The same results returned after the tube manipulation (pulling the tube out of a saline solution, reshaping it, and placing it back in saline solution). For further analysis, a syringe was used to inject 15cc of air into the cuff and cuff inflated/deflated with no issues. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the probe and the emg tube were not responding. The sound does not emit where it should do. There was lack of a waveform when stimulating with a probe or the lack of an expected response. There was no patient impact.